Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to unknown reasons. All components were explanted and replaced. Additional information was received. Device malfunction. Device was no longer inflating due to puncture hole in cylinders. No adverse patient effects.